Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not explanted.

Event description:
The patient's husband called and stated that his wife is experiencing pain and he is questioning a possible revision. The wife is currently at the hospital and may undergo surgery today. Per husband, prior to (B)(6) the implant came out and popped back in. On (B)(6) the implant dislocated. The surgeon wants to do a revision but it has not taken place yet. Husband wants to know why this is happening?